Event description:
A surgeon, who was double gloved, noticed blood on his fingers when he took his gloves off after performing a hip prosthesis surgery. Tritherapy was administered to the surgeon as preventative treatment. This is one of the glove catalog numbers he wore. Previously submitted medwatch 1423507-2008-00075 was for the other catalog number the surgeon double gloved with.

Manufacturer narrative:
The customer was unable to provide the sample or the lot number, therefore the device history record could not be reviewed. Historical trending was done. The root cause was probably due to a thin spot on the latex film giving way to a tear or hole during use. Currently there is an established mold maintenance program and a filtration process in order to prevent these occurrences. Every lot production is tested using FDA prescribed water test procedure. This appears to be an isolated incident. Manufacturing will continue to monitor for trends.